Event description:
It was reported that: we had a patient come into the ER with a leaking PICC and after assessment it was noted to have a pin hole in the extension between the hub of the stabilization part of the PICC where the clamp is. We had to schedule the patient to have the line replaced for continued treatment. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
Qn# (B)(4). The customer report of an extension line leak during use was confirmed through complaint investigation of the returned sample. Visual inspection revealed a slit in the distal extension line, which appears consistent with unintentional contact with a sharp object (i.e. Scissors, scalpel, etc.) During use. The catheter met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, unintentional use error (contact with sharps) likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: we had a patient come into the ER with a leaking PICC and after assessment it was noted to have a pin hole in the extension between the hub of the stabilization part of the PICC where the clamp is. We had to schedule the patient to have the line replaced for continued treatment. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.